Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was observed and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was sent to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty capacitor on the pace/defib (pd) engine board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.